Event description:
It was reported that a malfunction occurred on the pump. The customer¿s blood glucose level did not exceed 500 mg/dl and was within the normal range. Customer contacted technical support, who provided instructions and assistance with resetting the pump, after which the malfunction did not recur. The customer was informed to continue using the pump and to call back if the issue happened again.